Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing of intermittent deflections on the right ventricular channel. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.